Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient on or about (B)(6) 2005 underwent a surgical procedure to implant an optease retrievable vena cava filter for prevention of pulmonary emboli (pe). The filter was implanted in the patient¿s infrarenal inferior vena cava (ivc). The device in the patient was positively identified on medical records. On or about (B)(6) 2016 the patient received a scan on the abdomen which showed her filter was below the renal veins. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life- threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information provided on the patient profile form (ppf) indicated that the device is unable to be retrieved, although there are no documented attempts to retrieve the device. The patient is also experiencing mental anguish and is worrisome and fearful that the implant has moved or will move and cause injury or death. The medical records note that the device was implanted due to a hypercoagulable state and history of pe and deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and deployed in the infrarenal ivc. Three days after placement of the filter the patient returned to the emergency room due to pain in the right groin. An ultrasound of the lower extremities showed no evidence of a dvt, false aneurysm or pseudoaneurysm. A computerized tomography (CT) showed evidence of a liver cyst and the filter was in good position. A CT scan performed approximately eleven years after the implant due to abdominal pain showed no intra-acute abdominal pathology and the ivc filter was noted to be intact and in stable position.

Manufacturer narrative:
According to the information received in the patient profile short form, the patient reported migration of the filter. After further review of additional information received the following sections have been updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent implantation of an optease retrievable inferior vena cava (ivc) filter for prevention of pulmonary emboli (pe). The filter was implanted in the patient¿s infrarenal inferior vena cava (ivc). The medical records note that the device was implanted due to a hypercoagulable state and history of pe and deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and deployed in the infrarenal ivc. There were no reports of complications. As of the present, the patient is still implanted with the optease filter. Per the patient profile form (ppf), the device is unable to be retrieved, although there are no documented attempts to retrieve the device. The patient is also experiencing mental anguish. Three days after placement of the filter the patient returned to the emergency room due to pain in the right groin. An ultrasound of the lower extremities showed no evidence of a dvt, false aneurysm or pseudoaneurysm. A computerized tomography (CT) showed evidence of a liver cyst and the filter was in good position. A CT scan performed approximately eleven years after the implant due to abdominal pain showed no intra-acute abdominal pathology and the ivc filter was noted to be intact and in stable position. According to the information received in the patient profile short form, the patient reported migration of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety, groin and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. After further review of additional information received the following sections have been updated accordingly.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent a procedure to implant an optease retrievable vena cava filter. Additional information provided on the patient profile form (ppf) indicated that the device is unable to be retrieved, although there are no documented attempts to retrieve the device. The patient is also reported to be experiencing mental anguish related to the device. The medical records note that the device was implanted due to a hypercoagulable state and history of pe and deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and deployed in the infrarenal ivc. Three days after placement of the filter the patient returned to the emergency room due to pain in the right groin. An ultrasound of the lower extremities showed no evidence of a dvt, false aneurysm or pseudoaneurysm. A computerized tomography (CT) showed evidence of a liver cyst and the filter was in good position. A CT scan performed approximately eleven years after the implant due to abdominal pain showed no intra-acute abdominal pathology and the ivc filter was noted to be intact and in stable position. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Without procedural films and post implant imaging available for review, the device embedded could not be confirmed or further clarified. Due to the nature of the complaint, the reported abdominal pain, groin pain, hepatic cyst and anxiety could not be confirmed and the exact cause could not be determined, however underlying patient specific issues may have contributed to these events, in addition these issues do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event(s) could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.